Manufacturer narrative:
The mvp has not been returned. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 3007170829-2019-00013. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of mvp-9q unintentional detachment immediately after being pushed out of the catheter. This event occurred during the treatment of an internal iliac vessel. The devices were prepared and used per the instructions for use (IFU). The vessel size was 7mm, the customer worked cross-over. The device was prepped per IFU but continuous flush was not used. The pushwire was not intentionally rotated when the event occurred.